Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference:(B)(4).

Event description:
A healthcare professional reported that the lower right anchor broke off and the guard needed to be repaired on the silent nite 3d sleep appliance. Additional information received reported the patient suffered no harm, injury or adverse outcome. The event occurred about two and a half weeks ago.

Manufacturer narrative:
Additional information: d4. Corrected information: d9, e1. The device has been received and the investigation has been completed. The results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a slight discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference:(B)(4).